Manufacturer narrative:
The patient was born on an unreported date in 1970. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was reported to be due to digestive trouble which led to the peritonitis (no further detail was provided). On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with unspecified antibiotics (doses, frequencies, and routes note reported). Two weeks after the date of diagnosis, the antibiotic treatment was discontinued, the peritonitis was resolved, and the patient was recovered from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.